Manufacturer narrative:
H3: product analysis for product#6550006; lot# em20l002 visual and optical examination analysis reveals that the locking tabs have been bent inwards of the tip of the driver which will not allow the center shaft of the instrument to function and the retaining pin has been bent and the hex edges of the compressor have been rounded. This is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding a device used for tlif spinal therapy. It was reported that the device is broken. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
E: first name and last name of initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.